Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It wsa reported that the customer did not receive any insulin from the insulin pump due to a delay in changing the infusion set. The customer stated that this caused her piston not to meet with the reservoir, so insulin was therefore not pushed out. She stated that the insulin pump may have stayed in the rewind mode all night instead of delivering insulin. She reported that she had had high blood glucose levels due to the issue with setting up the reservoir. She advised that she treated her high blood glucose with the insulin pump after discovering what the issue was, indicated by the closed circle on the top of her screen. She was assisted with making the meter blood glucose transfer to the insulin pump successfully. The customer did not provide the blood glucose reading. She was assisted with changing settings on the insulin pump. Nothing further reported.